Event description:
I purchased the owlet babysat, a medically cleared pulse oximetry monitor, for my medically fragile infant. From the beginning, the device has failed to function properly. The app only displays data when an alert is triggered -- otherwise, there is no visible history, graphing, or trend data. This makes it impossible for us to monitor our child's oxygen levels and heart rate over time, to include at night when we are sleeping, which is precisely what this product is marketed to provide. I began reporting this issue to owlet on (B)(6) 2025 and have engaged in over four weeks of back-and-forth communication with customer support. Despite submitting requested screenshots, device details, internet speeds, completing factory resets (twice), logging out and back in on a single device, and accepting a firmware update, the issue remains unresolved. At no point has the app reliably shown normal historical data. The only data that appears is when an alert is triggered -- no history or charting is available unless the device alarms, which is not acceptable for a medical-grade product marketed as an FDA-cleared monitoring solution. I have made multiple requests to escalate the issue, and while various agents (including (B)(6)) have responded at different times, their support has been inconsistent, slow, and ineffective. I have asked for a replacement or refund due to the device's malfunction and its impact on our ability to safely monitor our child -- and received no resolution. Health impact: inability to monitor baseline oxygen or heart rate trends loss of valuable data needed to inform our pediatrician and specialists increased medical anxiety and safety concerns potential for delayed detection of early changes in our child's condition loss of trust in the reliability of a medically cleared device actions taken by manufacturer (owlet): suggested user troubleshooting steps (multiple times) pushed firmware update (no effect) repeated delays in follow-up (up to several days between responses) no replacement device or refund provided failure to acknowledge the critical nature of the malfunction I first contacted owlet on (B)(6) 2025, and over the course of four weeks have engaged in extensive troubleshooting at the request of their support agents. This includes: factory resets (completed twice) logging out of all devices and using a single phone submitting screenshots of the missing data performing internet speed tests and ensuring 2.4ghz wi-fi connectivity allowing a firmware update pushed to the device repeated follow-ups when no resolution was provided despite these steps, the issue remains. As of today, the babysat device still does not show any history in the app unless an alert occurs. Urgent health impact: we have a followup bronchoscopy scheduled on (B)(6) with dr. (B)(6) at (B)(6) hospital. His medical team has requested at least one full week of continuous, accurate monitoring history from the babysat device in advance of the procedure. If the device continues to fail, we will have no trend data to share with his care team -- creating a serious gap in clinical information that may affect his ongoing care plan. This is not just a quality-of-life concern. It is a medical necessity that we are not receiving from a product advertised and cleared as a clinical-grade monitor. Actions taken by manufacturer (owlet): multiple customer service emails with delayed responses -over 30 now suggested basic troubleshooting without escalation pushed a firmware update (did not fix issue) no replacement offered no resolution or acknowledgment of the severity of the malfunction requested resolution: immediate replacement with a verified, working device or full refund due to defective performance and potential medical risk. Bronchoscopy - 5x with one scheduled on (B)(6) g-tube circumcision.